Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material coming out of the nozzle. There was no patient involvement.

Manufacturer narrative:
Correction to a1 of the initial report, please see a1 for further information. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle was not confirmed. There was no damage to the area where the foreign material was detected. It was unknown whether there was a deviation from instructions for use (IFU) in reprocessing steps for the locations where foreign material remained. However, olympus could not identify a definitive root cause of the event. The subject event can be detected and prevented by implementation in accordance with the below IFU. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.